Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. During troubleshooting with tandem customer technical support it was discovered customer was using cold insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was xx mg/dl.